Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that the third party therapy electrodes used during the event were disposed of, and therefore they were not available for evaluation by physio-control. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event their device would intermittently advise to "connect electrodes", indicating that the patient was not being detected at the time of the message. As a result, defibrillation could be delayed or prevented if it were necessary. The customer advised that the patient was properly connected to the device using a quik-combo therapy cable and third party therapy electrodes - conmed multifunction electrodes with physio-control quik-combo connector (reference number 2516m). The customer further advised that when the device was used to defibrillate the patient, medical personnel observed a possible spark/arcing from the conmed multifunction electrodes. The customer advised that there were no reports of adverse effects to the patient as a result of the reported issue and that there were no reports of burn marks on the patient following the reported spark/arcing. The customer advised that the patient was a male, but that he had no further information available about the patient or any kind of skin prep that was performed (i.e. Shave chest, etc.) Prior to application of the third party therapy electrodes.